Event description:
Customer reported being hospitalized for high blood glucose levels. Customer's blood glucose reading was 533 mg/dl. Blood glucose at the time of 911 call was 600+mg/dl. Customer was wearing the pump at the time of 911 call. Significant events leading to the issue were high blood glucose and slurred speech. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.